Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the battery went out in the night and she changed the battery in the dark. Customer stated that she screwed the cap back on but could not find a quarter. Customer stated that the pump seemed okay this morning but she got a blank screen. Customer stated that she put in another battery in and had to set the time and date but there was a black circle. Customer's blood glucose was 286 mg/dl. Customer's blood glucose was 426 mg/dl when she woke up. Customer had an unexpected restart alarm and an external ram crc error alarm in the alarm history. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer stated that the unexpected restart alarm was not recurring during normal pump use. Customer was advised to monitor the pump. Customer had to disconnect at the quick release and was assisted in priming. Customer stated that the pump is back to normal and the battery cap is fine.